Event description:
There is no association between the impella use and the patient outcome. Patient's peri-procedural condition was poor.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the introducer damage ¿ mechanical issues has been completed since the original report was submitted. The device was not returned for investigation. According to the clinical, during the impella rp insertion process the introducer sheath was cracked while being removed resulting in constant oozing from the access site throughout the insertion process. A balloon tipped catheter and blood products were used to resolve the issue. The cause of the mechanical introducer damage was not determined because no product was returned, and not enough clinical information was given. In accordance with updated procedures, section d6 has been revised from the initial submission.

Event description:
The user facility reported a 64-year-old female in acute myocardial infarction/cardiogenic shock post cardiac surgery was implanted with an impella rp device for mechanical circulatory support. The patient was also being supported by an impella cp. Upon removing the sheath introducer from the impella rp, the sheath cracked resulting in a constant ooze from the sheath during the insertion process. Blood products were given to the patient. The sheath was removed and peeled away immediately after the impella rp was placed into the peripheral artery successfully.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿